Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection. It was further reported that the device detected ventricular fibrillation; however, the investigator classified the rhythm as a sinus/paced rhythm. The device and right ventricular lead remain in use. The patient was enrolled in the reverse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).